Event description:
It was reported that, post implant, the right atrial (ra) lead exhibited high impedance and loss of atrial capture. It was determined that the lead was not fully inserted in the header and the setscrew on the implantable cardioverter defibrillator (ICD) was loose. A revision was performed and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).